Event description:
During the explant procedure, it was observed that the pacemaker screw could not be loosened with different screwdrivers. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Analysis found the wrenches could not engage the v-setscrew to untighten it due to calcified blood filling the setscrew inset. The calcified blood was limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls which is necessary to untighten the setscrew. The calcified blood was removed from the setscrew inset. A wrench could then engage the setscrew and tighten and loosen it normally. The blood most likely came through damage to the septum in the form of a hole punched through it. The reported complaint of inability to loosen v-setscrew to remove the lead was confirmed.